Manufacturer narrative:
Concomitant products: dtba1d1 ICD, implanted (B)(6) 2016.

Event description:
It was reported that the left ventricular (lv) lead revealed a loss of capture during a device interrogation. It was noted that the right atrial (ra) lead exhibited chronic positional loss of capture, unstable thresholds, and chronic undersensing and non-sensing of atrial activity. It was only later discovered that the right atrial (ra) lead and lv lead were reversed in the header when the pocket was opened. When tested with an analyzer, the lv lead revealed stable and normal capture threshold. The ra and lv lead were revised and placed in the appropriate port in the device header and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.